Event description:
It was reported that during a lap hysterectomy procedure, there was a leakage from the stopcock when closed. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Deformed seal assembly. Eval summary: the analysis results found that the b5lt was received with the inner seal assembly and duckbill formed as the obturator was returned inserted through the sleeve. The seal set caused by contamination with the obturator inserted through the seal generally increases the leak rate. As each device is visually and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.